Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025 due to needing an MRI compatible device. The patient was re-implanted with another cochlear device during the same surgery.